Event description:
The physician reported that near the completion of a thoracentesis procedure the pt received a small pneumothorax. This happened twice since starting to use this device. The physician determined the small pneumothorax. This happened twice since starting to use this device. The physician determined the small pneumothorax did not require treatment and the pt did not exhibit any symptoms. The physician reported he felt the stopcock may not have been connected tightly to the device hub and now connects them tightly with no reoccurrence of leaking or pneumothorax. No harm or injury reported. This is one of two reports for this complaint: 1721504-2012-00053 and 1721504-2012-00054.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. The lot number was not provided. A review of the device history record and complaint database could not be performed. A follow-up report will be submitted if new or add¿l info becomes available. Conclusions ¿ device not returned.